Event description:
Covidien received info of ventilator with a faded display and lines in the top screen. The malfunction did not occur during pt use. The covidien customer support engineer (cse) inspected the device and verified the customer reported problem. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba) and backlight inverter printed circuit board (pcb). Ventilator passed all self-testing.

Manufacturer narrative:
(B)(4).